Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had pain at the lead site. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient experiencing pain at the lead site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.